Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. Patient information not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, during a laparoscopic low anterior resection, when the device was attempted to remove through the trocar, the black parts of the tip of device fell into the cavity. Though x-ray was used for search, the piece was not found in the cavity. New one was opened to correct the problem. Last patient's status: good. The operating time was extended by more than 30 min.